Event description:
At end of surgical procedure, electrocautery pad was removed and noted skin injury to anterior thigh at pad site. Physician infirmed and treated injury. Thigh was free of hair of dimpling. Biomed engineer checked machine and reported machine is functioning properly. Pad appeared to have arced at the end. Grounding pads with same lot numbers will be examined. MFR notified and indicated they have had burns with these pads. MFR indicated tere is no need to remove pad from use providing application is correct. Audible alarms did not sound during the case.